Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The target lesion was located in the right superficial femoral artery. A 6 x 200 x 130 innova¿ stent was advanced to treat the lesion. While the physician was deploying the stent and got to the very end of the device, the stent would not deploy. The physician pulled on the end trying to pull out the sheath and rolled the thumbwheel again and then pulled again to finally deploy the stent. However, after the stent was actually deployed in the patient, the device could not be pulled back out as the other part of the barrel became stuck. Another wire was advanced inside, got the wire out, so the wire and the stent delivery system came out together as one unit and dilatation with a balloon was then performed. The procedure was completed. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Describe event or problem, therapy dates and desc, device codes, device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. (B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .014 guidewire stuck in the device. The shaft, inner shaft and the remainder of the device were checked for damage. The outer shaft was kinked at the nose cone. No other damage was noted on the device. The guidewire was sticking out of the distal end of the device approximately 14cm and from the proximal end 125cm. The pull rack was pulled to its maximum position. The stent was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that vascular access was obtained utilizing contralateral approach. The target lesion was non-tortuous and severely calcified. A 6fr non-bsc guiding sheath and a .035 non-bsc guide wire were used and predilation was performed prior to stent advancement. When the thumbwheel was started to be used about 3 or 4 clicks, the thumbwheel would not roll anymore and the stent did not deploy. The stent was still partially out and upon removal of the stent delivery system (sds), the entire stent was still intact and attached to the sds. A 7/120 and a 7/150 stents were then used to complete the procedure.